Manufacturer narrative:
Insulin pump received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. No button error alarm during testing. Unable to verify e21 and unexpected restart error alarm due to no button response. However, keypad flattened button dome switch was found on up and down.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the up and down arrow buttons stopped working. The customer¿s blood glucose during the incident was around 200 mg/dl. Troubleshooting was performed. They could not determine if time on the device advanced because the battery was out of the device. The customer was unable to set up the time and date because the arrows were not working. The customer was advised to insert a new battery. The customer received an unexpected restart alarm. The insulin pump will be returned for analysis.